Event description:
Material # unknown, batch # unknown. It was reported by customer that they found a kink in the tubing by the upper smartsite and volume leftover at end of infusion. Verbatim: rcc received a complaint via email. Email(s) attached. 3. Under infusion: docetaxel 108mg in 250ml ns over 60 min, 50.47mg/ml. Vtbi with overfill 280.8ml. Rate 281ml/hr. Freeflex IV bag, no extension set, direct to PICC line. Started at approx. 9am. Low sorbing with filter. A. Approx 7 minutes into the infusion, with a vtbi of 248.6ml at the time, cpc noticed there were no drips in the secondary chamber, and fluid was being pulled from the primary IV set. Cpc called the nurse to assess the line and the nurse found a kink in the tubing by the upper smartsite. The nurse unkinked the tubing and the infusion restarted as intended. Therefore, approx. 34ml had not infused from the appropriate container until this issue was observed and rectified. B. Docetaxel volume leftover when the infusion should have ended. Nurse added an additional 50ml to empty the IV bag. C. After the additional 50ml completed, the secondary docetaxel line was completely dry. Back primed per usual process for flush.

Manufacturer narrative:
It was reported by customer that they found a kink in the tubing by the upper smartsite and volume leftover at end of infusion one photo was received for quality evaluation. The photo received shows a kink in the tubing of an unidentified infusion set. The customer complaint of tubing kinked was confirmed, however, due to no physical sample the customer complaint of under infusion could not be verified. A root cause for the reported failures could not be determined because a physical sample was not available. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was kinked. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they found a kink in the tubing by the upper smartsite and volume leftover at end of infusion.